Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and per uploaded photo found the units display screen damaged and cracked. The fse will be returning the equipment to the customer, but the customer will no longer be using this machine. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the equipment was being transported, the cs300 intra-aortic balloon pump (iabp) lcd screen was damaged. The patient was not involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.